Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the corrosion coming from the channel, error e216 (scope communication error), and the intermittent flickering image was due to component failure. However, the cause of the white residue within the channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited corrosion coming from the channel, residue within the channel, error e216 (scope communication error), and an intermittent flickering image. There was no patient involvement.